Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op and patient is stable.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(4).

Event description:
It was reported that the patient was unable to connect to the ipg following a fall 3-4 months ago. Reportedly, the ipg is inoperable and troubleshooting was not possible. Patient does not have therapy. As such, surgical intervention may take place to address the issue.